Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor was inspected 2 days prior to use in procedure. The device was unable to be interrogated multiple times by different programmers. Bluetooth connection issue was suspected and interrogation was attempted again after several hours. The device was still unable to be interrogated or started and was not used for the procedure.

Manufacturer narrative:
The reported field event of unable to interrogate device was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.